Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedance on one lead. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received wherein the drg system was explanted to address the issue.

Manufacturer narrative:
Correction: e1: physician's name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.